Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b3; b4; b5; d6b; e1; g2; g3; h2; h6; h10; h11. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Patient continued to experience pain, swelling/edema, decreased range of motion, grinding, and instability. Diagnostic imaging revealed no evidence of lucency. Approximately one (1) year post-implantation, patient received a cortisone injection to relieve symptoms and one month following the injection underwent an iliotibial band lengthening procedure but symptoms continued. Subsequently, one (1) year and eight (8) months post-implantation, the patient underwent revision surgery. During the revision it was noted that the screw between the stem and tibia plate was found with the head not below the surface of the tibia plate. All components were revised without reported complication. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented posterior stabilized (ps) standard right size 7: catalog#42500606202, lot#65625058; tibia cemented 5 degree stemmed right size e: catalog#42532007102, lot#65561390; stem extension tapered cemented 14mm diameter +30mm length: catalog#42557000114, lot#65845249. G2: foreign - event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.